Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping),') and salpingitis ('chronic bilateral salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and paratubal cyst. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure implants bilaterally). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, back pain and dyspareunia had resolved and the salpingitis, psychological trauma, vaginal infection, vaginal discharge and hormone level abnormal outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, psychological trauma, salpingitis, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for vaginal infection, vaginal discharge. Discrepancy noted in insertion details: as per mr (B)(6) 2016. There were three coils remaining on the right and three coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic bilateral salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information , other relevant history, event : " chronic bilateral salpingitis" added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping),') and salpingitis ('chronic bilateral salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and paratubal cyst. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure implants bilaterally and laparoscopic bilateral salpingectomy with removal of essure implants bilaterally.). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, back pain and dyspareunia had resolved and the salpingitis, psychological trauma, vaginal infection, vaginal discharge and hormone level abnormal outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, psychological trauma, salpingitis, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for vaginal infection, vaginal discharge. Dicrepancy noted in insertion details: as per mr (B)(6) 2016. There were three coils remaining on the right and three coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic bilateral salpingitis quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: quality-safety evaluation of ptc: (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (to remove essure). At the time of the report, the dysmenorrhoea, back pain and dyspareunia had resolved and the psychological trauma, vaginal infection, vaginal discharge and hormone level abnormal outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back pain, psych injury, vaginal infection, vaginal discharge, fatigue ,hormonal changes were added. Lab data were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.